Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the cystectomy ileal conduit procedure, after the device was being assembled, the surgeon clamped the tissue and attempted to fire the device, but the knife did not advance and the device could not be fired. The surgeon then used another reload and the firing was able to e be performed without any problem. There was no patient injury.